Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00049: plate, 3025141-2020-00050: screw 1, 3025141-2020-00051: screw 2, 3025141-2020-00053: screw 4, 3025141-2020-00054: screw 5.

Event description:
A radial head plate and screws were implanted about seven years ago. One screw broke post op. The plate and screws were removed, with 3-4 of the remaining screws breaking during removal. The revision surgery took "hours" to complete.